Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an appointment with their urologist last thursday and the device was reportedly turned off. The caller was not sure if the therapy was turned off before the appointment or not. The caller reported the patient felt like the therapy was still on and had felt that way since thursday. The caller was not with the patient at the time of the call. The caller was wondering if it was possible to remotely check if therapy was on or off. The inability to remotely access the patient's therapy was reviewed with the caller and they were advised that they would need to connect to the implanted device with the two external controllers to confirm if therapy was on or off.